Event description:
Information received from patient's legal counsel, including radiographic images and operative notes, indicated that patient underwent total knee arthroplasty on (B)(6), 2010 and that postoperative radiographs taken weeks later revealed a foreign body in the patient's knee. As of this date, a revision procedure to remove the foreign body has not been performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Biomet engineer evaluated the provided radiographic images and relayed that the identity of the foreign object could not be determined, although it does not appear to be part of the implant. A revision procedure to remove and verify the foreign body has not been reported to date. This report filed (B)(4), 2011.